Event description:
It was reported that an a2009 ultra 360 patient positioning system cam rod broke during repair. The last time the unit was sent in for maintenance was in (B)(6) 2014 and the cam rod had not been replaced. The loaner had been sent in to have routine maintenance when the event occurred.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information. See scanned page.